Manufacturer narrative:
(B)(4). The analysis results showed that one ecr45m reload was received unfired, with the pan detached from proximal right side of the cartridge. While no conclusion could be reached on what caused the pan to dislodge, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap lobectomy, it was found that the cartridge pan came off when the package was opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.